Event description:
Per independent repair center statement it has been confirmed the manifold valve is not shifting fully. Additional malfunctions were a leaking heat exchanger and contaminated sieve beds and red light alarming.